Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen and insulin pump was died and no lights are coming. The blood glucose was 216 mg/dl at the time of incident. Customer stated that, the display did not return. She already reported this issue it kept ringing and left the battery out and then unexpected restart alarm. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to faulty x2 on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test and displacement test due to blank display. Unable to verify unexpected restart alarm and back light display anomaly due to blank display.